Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the teflon became detached after three activations. There was no delay in surgery. The procedure was completed without patient consequence.

Manufacturer narrative:
(B)(4). Corrected data = concomitant medical products. Additional information obtained: it was confirmed that the product was discarded and it is not available to be sent.